Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: g1: h3, h4, h6: part number: 311.023. Lot number: t148097. Manufacturing site: tuttlingen. Release to warehouse date: 21-jul-2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the ratchet-scrdriver handle w/hex-coupl (part #: 311.023, lot #: t148097) was received at us customer quality (cq). Visual inspection of the complaint device showed scratches and illegible laser etching. Functional test: attempts were made to push the switch but it was stuck. Ratcheting mechanism was stuck and the switch could not be moved. A functional assessment could not be completed due to the jammed condition of the device. Can the complaint be replicated with the returned device? Yes, the switch of the device was stuck and could not advance. Dimensional inspection: no dimensional inspection was performed due to requiring destruction of the device, and device assembly and geometry limits ability to accurately dimensionally inspect document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the returned complaint device was assessed and found to have a switch that was jammed. Scratches and illegible laser etch were also observed. However the inability to assemble the device with mating device could not be evaluated as the mating device was not returned but it is likely that the defect sustained by the returned ratchet screwdriver handle could impact the assembly process with the mating device. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional device product code: lxh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the screw driver handle of loan matrixrib set jammed and could not engage with screw driver shaft. Ratcheting mechanism was stuck and the switch could not be moved. This was observed post op as the set were being packed up as the tiny screw off the screw driver handle came loose. There was no patient impact as this was noticed after the procedure. The screw driver worked fine through out the case from start to finish. This report is for one (1) ratcheting screwdriver handle this is report 1 of 2 for complaint (B)(4).